Event description:
During a flexible bronchoscopy with mediastinal lymph node dissection, thoracic surgeon used device to clamp left pulmonary artery. Device would not disengage and jaws of device would not open. Surgeon had to re-resect left pulmonary artery above and below stapler in order to remove device. Small piece of pulmonary artery is still trapped in jaws of device since device would not open.